Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The report type for the first sgc was changed from serious injury to malfunction. The serious injury will be listed on the cds filed under MFR 2024168-2019-13529-00.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second mitraclip and the second sgc are being filed under separate medwatch report numbers.

Event description:
This is filed to report the loss of fluid column on the first steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip delivery system (cds) was advanced through the sgc and implanted without issue. When the second cds was advanced through the same sgc, the fluid in the sgc's hemostatic valve emptied or lost fluid column. Additional aspiration was performed to remove air from the sgc, but there was no injury to the patient. No air entered the anatomy. When the cds was removed from the sgc, the fluid returned to the hemostatic valve. The cds was re-inserted into the sgc and it lost column again. The cds was removed. The physician and nurse visualized the clip introducer of the cds and found no visible damage that may cause the loss of column in the sgc. The sgc was removed and a new sgc was prepared without issue. The new sgc was inserted into the anatomy. The second cds was inserted approximately 15 to 20 cm through the new (second) sgc. When the clip introducer was visible on the sgc handle, this second sgc also lost column. The cds was removed. A third cds was prepared and inserted through the second sgc and the fluid column remained. The procedure continued successfully and mr was reduced to grade 1 with two mitraclips. When the patient awoke he was able to speak and showed no signs of neurological deficit. The following day, the patient continued to remain neurologically intact. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.